Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) bad a battery depletion (bd) alert. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that confirms the device has been explanted and replaced. There were no additional adverse patient effects reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
This report contains updates from additional information received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) bad a battery depletion (bd) alert. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
This report contains updates from additional information received. Section e: fields e1 and e3: initial reporter.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) bad a battery depletion (bd) alert. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) bad a battery depletion (bd) alert. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that confirms the device has been explanted and replaced. There were no additional adverse patient effects reported. This device was returned to boston scientific for analysis.